Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf. The lens was stuck in the cartridge prior to insertion and the cause was unknown. The cartridge had patient contact, but the lens was not inserted. There was not patient injury.